Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.50 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).